Manufacturer narrative:
Implant date: 2020.

Event description:
It was reported that the patient stated she felt more pain after the indirect decompression spacer was implanted; hence, she requested the device to be removed. The patient then underwent a spacer explant procedure and was doing well post-operatively. The implant date and lot number are unable to be obtained despite good faith efforts. The spacer will not be returned as it was disposed of by the medical facility.